Event description:
Both a synchro wire with a 45 degree shaped tip and a penumbra system separator flex 041 would not pass through the penumbra system 4 max reperfusion catheter on first attempts. They would get stuck inside the catheter.

Manufacturer narrative:
Device investigation: results code: there is no visible damage to either the catheter or the separator. A 0.041" mandrel was introduced into the hub and advanced distally. The mandrel passed through the catheter with no restriction. There was a friction point 30 cm from the distal tip at the midshaft joint. The separator was introduced into the hub of the catheter and advanced distally. When the tip of the separator reached the mid-shaft joint, forward progress stopped. The separator could be advanced after significant manipulation of the separator wire. Conclusion code: the blockage noted in the complaint was confirmed. The tip of the separator wire was catching on the mid-shaft material transition. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.